Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. No additional patient or event information is available. No product or data was provided for evaluation. Confirmation of the complaint and a root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
Data was provided for evaluation, but the investigation window does not reflect the alleged issue. Confirmation of the reported event for loss of connection could not be determined. The root cause could not be determined. It was reported that the operating system for the smart device was not a supported system. Labeling indicates: the dexcom g6 mobile application is only compatible for select smart devices and mobile operating systems.